Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: silicone migration.

Event description:
Healthcare professional reported left side "miniscule trace of fluid" and "a roughly unchanged encapsulated lesion with embedded silicone measuring 1.5 x 1.2 cm" via MRI. Healthcare professional later reported "there was no fluid found around the left prothesis". The device has been explanted and replaced with another manufacturer's device.